Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything") and genital haemorrhage ("irregular bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, gravida ii and parity 3 ((B)(6) 1998; (B)(6) 2002 and (b)(64) 2010). Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"). On (B)(6) 2014, the patient experienced ovarian cyst ("cyst on my right ovary"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burning"), depression ("depression"), migraine ("migraine headaches"), muscle spasms ("spasms in leg and back"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating"), nausea ("nausea"), dizziness ("dizziness / feeling light headed"), hot flush ("hot flashes"), anxiety ("anxiety") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced weight increased ("extreme weight gain over ((B)(6))"), pain in extremity ("hands, painful"), hypoaesthesia ("numbness in left hand"), cervical dysplasia ("cervical dysplasia"), fatigue ("chronic fatigue"), dyspepsia ("heart burn"), arthralgia ("joint pain / hip pain left side"), malaise ("not feeling well") and abdominal pain lower ("no cramping"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain lower had resolved, the burning sensation, weight increased, migraine, pain in extremity, ovulation pain, hypoaesthesia, dizziness, hot flush, anxiety, cervical dysplasia, fatigue, dyspepsia, arthralgia, ovarian cyst, bacterial vaginosis and malaise outcome was unknown and the depression, muscle spasms and nausea was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dyspepsia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, malaise, menorrhagia, migraine, muscle spasms, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Diagnostic results: in 2014 patient undergo hysterosalpingogram (hsg) most recent follow-up information incorporated above includes: on 4-dec-2017: all events, concomitant drug, historical condition, reporter added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything/pain"), genital haemorrhage ("irregular bleeding/blood clots") and ovarian cyst ("cyst on my right ovary") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida and parity 3 ((B)(6) 1998; (B)(6) 2002 and (B)(6) 2010). Concurrent conditions included submucous leiomyoma of uterus. Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"), burning sensation ("burning"), depression ("depression"), migraine ("migraine headaches"), muscle spasms ("spasms in leg and back"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating/ovulation pain"), nausea ("nausea"), hypoaesthesia ("numbness in left hand"), dizziness ("dizziness / feeling light headed"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("chronic fatigue"), dyspepsia ("heart burn"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of arthralgia ("left side hip pain / joint pain"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abnormal weight gain ("extreme weight gain over (100 lbs)"), pain in extremity ("hands, painful"), cervical dysplasia ("cervical dysplasia"), the second episode of arthralgia ("joint pain / hip pain left side"), malaise ("not feeling well"), abdominal pain lower ("no cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), back pain ("back pain"), abdominal pain ("left-sided abdominal pain"), musculoskeletal pain ("shoulder pain") and insomnia ("cannot sleep"). The patient was treated with surgery (underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (one side removal ofovary). Essure was removed in (B)(6) 2014. In 2014, the depression, muscle spasms and nausea was resolving, the dyspepsia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, burning sensation, abnormal weight gain, migraine, ovulation pain, hypoaesthesia, dizziness, hot flush, anxiety, fatigue, bacterial vaginosis, dyspareunia and insomnia was resolving, the ovarian cyst, pain in extremity, cervical dysplasia, the last episode of arthralgia, malaise, vaginal haemorrhage, dysmenorrhoea, allergy to metals, back pain, abdominal pain and musculoskeletal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, anxiety, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, insomnia, malaise, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, vaginal haemorrhage, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight:150 approximate weight at the time of essure placement: 200. Diagnostic results: in (B)(6) 2012 & 2014 patient undergo hysterosalphingogram (hsg). On (B)(6) 2014 patient had surgical pathology report resulted in uterus, left fallopian tube, hysterectomy: benign cervical squamous no pathologic change, chronic inflammation, no residual dysplasia, benign disordered proliferative, leiomyomata, cross-sections of left, current weight: 150, approximate weight at the time of essure placement: 200. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media shoulder pain , cannot sleep. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Events: shoulder pain, cannot sleep were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything/pain"), genital haemorrhage ("irregular bleeding/blood clots") and ovarian cyst ("cyst on my right ovary") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida and parity 3 ((B)(6) 1998;(B)(6) 2002 and (B)(6) 2010). Concurrent conditions included submucous leiomyoma of uterus. Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"), burning sensation ("burning"), depression ("depression"), migraine ("migraine /headaches-migraine"), muscle spasms ("spasms in leg and back"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating/ovulation pain"), nausea ("nausea"), hypoaesthesia ("numbness in left hand"), dizziness ("dizziness / feeling light headed"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("chronic fatigue"), dyspepsia ("heart burn"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of arthralgia ("left side hip pain / joint pain"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abnormal weight gain ("extreme weight gain over (100 lbs)"), pain in extremity ("hands, painful"), cervical dysplasia ("cervical dysplasia"), the second episode of arthralgia ("joint pain / hip pain left side"), malaise ("not feeling well"), abdominal pain lower ("no cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), back pain ("back pain"), abdominal pain ("left-sided abdominal pain"), musculoskeletal pain ("shoulder pain"), insomnia ("cannot sleep") and headache ("migraine /headaches-headache"). The patient was treated with surgery (underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (one side removal of ovary). Essure was removed in (B)(6) 2014. In (B)(6) , the depression, muscle spasms and nausea was resolving, the dyspepsia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, burning sensation, abnormal weight gain, migraine, ovulation pain, hypoaesthesia, dizziness, hot flush, anxiety, fatigue, bacterial vaginosis, dyspareunia and insomnia was resolving, the ovarian cyst, pain in extremity, cervical dysplasia, the last episode of arthralgia, malaise, vaginal haemorrhage, dysmenorrhoea, allergy to metals, back pain, abdominal pain, musculoskeletal pain and headache outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, anxiety, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, malaise, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, vaginal haemorrhage, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight:150 approximate weight at the time of essure placement: 200. Diagnostic results: in (B)(6) 2012 & (B)(6) patient undergo hysterosalphingogram (hsg). On (B)(6) 2014 patient had surgical pathology report resulted in uterus, left fallopian tube, hysterectomy: benign cervical squamous no pathologic change. Chronic inflammation. No residual dysplasia. Benign disordered proliferative leiomyomata. Cross-sections of left. Current weight: 150. Approximate weight at the time of essure placement: 200. On (B)(6) 2012 patient had essure confirmation test resulted in tubes were fully blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media shoulder pain , cannot sleep. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received: event headache added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything/pain"), genital haemorrhage ("irregular bleeding/blood clots / abnormal bleeding") and ovarian cyst ("cyst on my right ovary") in a 33-year-old female patient who had essure (batch no. 774402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, multigravida, parity 3 ((B)(6) 1998; (B)(6) 2002 and (B)(6) 2010), menometrorrhagia, adenomyosis, metrorrhagia, shooting pain, dysfunctional uterine bleeding, pap smear abnormal, leukorrhea, allergy, anemia, eczema, hemorrhoids and leiomyoma of uterus, unspecified. Concurrent conditions included submucous leiomyoma of uterus. Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In (B)(6) 2010, the patient experienced menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"), dizziness ("neurological conditions or problems type: dizziness / feeling light headed"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain over (100 lbs) / weight gain / loss (specify which one) severe weight gain - 75 lbs"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burning"), migraine ("migraine /headaches-migraine"), muscle spasms ("spasms in leg and back / neurological conditions or problems - type: leg / back / hand spasms"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating/ovulation pain / reproductive system disorder or condition type of disorder or condition: ovulation pain"), nausea ("nausea"), hypoaesthesia ("eurological conditions or problems type: numbness in left hand"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("chronic fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("left side hip pain / joint pain"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced abdominal pain ("left-sided abdominal pain"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("hands, painful"), cervical dysplasia ("cervical dysplasia"), malaise ("not feeling well"), abdominal pain lower ("no cramping"), allergy to metals ("nickel allergy"), back pain ("back pain"), musculoskeletal pain ("shoulder pain") and insomnia ("cannot sleep"). The patient was treated with surgery (one side removal of ovary and underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. In 2014, the depression, muscle spasms, nausea and dyspepsia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, hypoaesthesia, dizziness, hot flush, anxiety, fatigue, bacterial vaginosis, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and headache had resolved, the ovarian cyst, pain in extremity, cervical dysplasia, malaise, allergy to metals, back pain, abdominal pain and musculoskeletal pain outcome was unknown and the burning sensation, abnormal weight gain, ovulation pain, dyspareunia, arthralgia and insomnia was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, malaise, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight:150. Approximate weight at the time of essure placement: 200. Discrepancy noted in date of removal (B)(6) 2014. The essure coils were both felt within the lumen of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure devices have successfully occluded the fallopian tubes bilaterally. Ultrasound pelvis - on (B)(6) 2014: uterine size 12 x 4.9 x. 6.8 cm, and endometrium measuring 1 mm in thickness. Right ovary measures 7.1 x 5 x 9.1 cm in. Size, and includes a simple cyst in the right ovary, measuring 6.2 x 5.3 x 4.2 cm in size. The essure device was not clearly seen. X-ray - on (B)(6) 2014: identification of 2 essure coils, the left essure coil appears to be in satisfactory location, however the right essure coil appears to be slightly superior with the distal end pointing more medially. Diagnostic results: in (B)(6) 2012 & 2014 patient undergo hysterosalphingogram (hsg). On (B)(6) 2014 patient had surgical pathology report resulted in uterus, left fallopian tube, hysterectomy: benign cervical squamous no pathologic change. Chronic inflammation. No residual dysplasia. Benign disordered proliferative. Leiomyomata. Cross-sections of left. Current weight: 150. Approximate weight at the time of essure placement:200. On (B)(6) 2012 patient had essure confirmation test resulted in tubes were fully blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media shoulder pain , cannot sleep. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, ovarian cyst, dysmenorrhoea, back pain, migraine, dysplasia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything/pain"), genital haemorrhage ("irregular bleeding/blood clots / abnormal bleeding") and ovarian cyst ("cyst on my right ovary") in a 33-year-old female patient who had essure (batch no. 774402) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, multigravida, parity 3 ((B)(6)1998; (B)(6) 2002 and (B)(6) 2010), menometrorrhagia, adenomyosis, metrorrhagia, shooting pain, dysfunctional uterine bleeding, pap smear, leukorrhea, allergy, anemia, eczema, hemorrhoids and leiomyoma of uterus, unspecified. Concurrent conditions included submucous leiomyoma of uterus. Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In (B)(6) 2010, the patient experienced menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"), dizziness ("neurological conditions or problems type: dizziness / feeling light headed"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("extreme weight gain over (100 lbs) / weight gain / loss (specify which one) severe weight gain - 75 lbs"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), burning sensation ("burning"), migraine ("migraine /headaches-migraine"), muscle spasms ("spasms in leg and back / neurological conditions or problems - type: leg / back / hand spasms"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating/ovulation pain / reproductive system disorder or condition type of disorder or condition: ovulation pain"), nausea ("nausea"), hypoaesthesia ("eurological conditions or problems type: numbness in left hand"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("chronic fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: heart burn"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("left side hip pain / joint pain"). In 2012, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced abdominal pain ("left-sided abdominal pain"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pain in extremity ("hands, painful"), cervical dysplasia ("cervical dysplasia"), malaise ("not feeling well"), abdominal pain lower ("no cramping"), allergy to metals ("nickel allergy"), back pain ("back pain"), musculoskeletal pain ("shoulder pain") and insomnia ("cannot sleep"). The patient was treated with surgery (one side removal of ovary and underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. In 2014, the depression, muscle spasms, nausea and dyspepsia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, hypoaesthesia, dizziness, hot flush, anxiety, fatigue, bacterial vaginosis, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and headache had resolved, the ovarian cyst, pain in extremity, cervical dysplasia, malaise, allergy to metals, back pain, abdominal pain and musculoskeletal pain outcome was unknown and the burning sensation, abnormal weight gain, ovulation pain, dyspareunia, arthralgia and insomnia was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, insomnia, malaise, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight: 150. Approximate weight at the time of essure placement: 200. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. The essure coils were both felt within the lumen of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Essure devices have successfully occluded the fallopian tubes bilaterally. Ultrasound pelvis on (B)(6) 2014: uterine size 12 x 4.9 x. 6.8 cm, and endometrium measuring 1 mm in thickness. Right ovary measures 7.1 x 5 x 9.1 cm in size, and includes a simple cyst in the right ovary, measuring 6.2 x 5.3 x 4.2 cm in size. The essure device was not clearly seen. X-ray - on (B)(6) 2014: identification of 2 essure coils, the left essure coil appears to be in satisfactory location, however the right essure coil appears to be slightly superior with the distal end pointing more medially. Diagnostic results: in (B)(6) 2012 & 2014 patient undergo hysterosalphingogram (hsg). On (B)(6) 2014 patient had surgical pathology report resulted in uterus, left fallopian tube, hysterectomy: benign cervical squamous no pathologic change. Chronic inflammation. No residual dysplasia. Benign disordered proliferative. Leiomyomata. Cross-sections of left. Current weight: 150. Approximate weight at the time of essure placement:200. On (B)(6) 2012 patient had essure confirmation test resulted in tubes were fully blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media shoulder pain , cannot sleep. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, ovarian cyst, dysmenorrhoea, back pain, migraine, dysplasia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- headaches. Outcome of event genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, bacterial vaginosis, migraine, nausea, dizziness, muscle spasms, hypoaesthesia, pelvic pain, depression, anxiety, hot flush were updated. Medical history, lab data, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain /stinging in pelvic area (pelvic bone)/ in a lot of pain, and she was not able to do anything/pain"), genital haemorrhage ("irregular bleeding/blood clots") and ovarian cyst ("cyst on my right ovary") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, multigravida and parity 3 (B)(6) 1988;(B)(6) 2002 and (B)(6) 2010). Concurrent conditions included submucous leiomyoma of uterus. Concomitant products included tramadol for back pain and pain in hip and ibuprofen (ibuprofen al) for pelvic pain. In december 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy period / blood clots size of a dime that increased in size to size of a quarter"), burning sensation ("burning"), depression ("depression"), migraine ("migraine headaches"), muscle spasms ("spasms in leg and back"), ovulation pain ("stabbing pain while ovulating / painful, stabbing pain while ovulating/ovulation pain"), nausea ("nausea"), hypoaesthesia ("numbness in left hand"), dizziness ("dizziness / feeling light headed"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("chronic fatigue"), dyspepsia ("heart burn"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of arthralgia ("left side hip pain / joint pain"). On (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abnormal weight gain ("extreme weight gain over (100 lbs)"), pain in extremity ("hands, painful"), cervical dysplasia ("cervical dysplasia"), the second episode of arthralgia ("joint pain / hip pain left side"), malaise ("not feeling well"), abdominal pain lower ("no cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("nickel allergy"), back pain ("back pain") and abdominal pain ("left-sided abdominal pain"). The patient was treated with surgery (underwent hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (one side removal ofovary). Essure was removed in august 2014. In 2014, the depression, muscle spasms and nausea was resolving, the dyspepsia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, burning sensation, abnormal weight gain, migraine, ovulation pain, hypoaesthesia, dizziness, hot flush, anxiety, fatigue, bacterial vaginosis and dyspareunia was resolving, the ovarian cyst, pain in extremity, cervical dysplasia, the last episode of arthralgia, malaise, vaginal haemorrhage, dysmenorrhoea, allergy to metals, back pain and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, anxiety, back pain, bacterial vaginosis, burning sensation, cervical dysplasia, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hot flush, hypoaesthesia, malaise, menorrhagia, migraine, muscle spasms, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, vaginal haemorrhage, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: patient received medical treatment for heavy period,irregular bleeding,burning and stinging in pelvic area,depression,dizzy and light headed,migraines,hot flashes,spasms in leg and back, hands,cyst on right ovary,anxiety,blood clots size of a dime that increased in size to size of a quarter,painful, stabbing pain while ovulating, nausea. Current weight:150; approximate weight at the time of essure placement: 200. Diagnostic results: in (B)(6) 2012 & 2014 patient undergo hysterosalphingogram (hsg). On (B)(6) 2014 patient had surgical pathology report resulted in uterus, left fallopian tube, hysterectomy: 1. Benign cervical squamous no pathologic change. 2. Chronic inflammation. 3. No residual dysplasia. 4. Benign disordered proliferative. 5. Leiomyomata. 6. Cross-sections of left. Current weight: 150. Approximate weight at the time of essure placement:200. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter added, events added as follows:- vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals, arthralgia,back pain, abdominal pain. On (B)(6) 2018: mr received, reporter added, lab data added, historical condition added. Fu1 and fu2 received. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.